Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, caregiver reported no insulin drops and ¿unable to proceed¿ alert. User¿s bg was 401 mg/dl, then 295 mg/dl and trending down after changing all supplies. No further issues.